Manufacturer narrative:
The information provided with the initial report were incorrect.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime unexpected restart. Customer's blood glucose was 20mmol/l. Customer stated that every battery change unexpected restart alarm appear. The customer stated that this new occurrence. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 20mmol/l.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the pump was received with an unexpected restart alarm during the error test due to a voltage leak. The pump was received with minor scratches on the display window. The pump also had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The information provided in the initial report for sections were incorrect. The correct information has been provided with this report.